Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and found that the host pc failed to start. The fse replaced the host pc to resolve the issue and restored normal operation. The host pc was returned for analysis and result indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.